Event description:
It was reported the patient experienced no stimulation sensation, as well as a loss of therapeutic effect, which occurred suddenly every now and then. The change was first noted five days prior to the report. Stimulation was also reportedly in the wrong location; if the amplitude was increased "too much", it ¿went into the belly¿. Initially, it was reported there was no known accidents or incidents related to the event; however, it was later noted that the patient fell. The patient had increased and decreased the settings and the numbers changed, but nothing was felt by the patient. No stimulation was felt on any programmed groups either. The lightning bolt icon was observed in the upper left-hand corner of the patient programmer. Impedance testing showed that six electrodes were out of range (over) and affected both leads. This was determined to have been the cause of the issue. The implantable neurostimulator (ins) was reprogrammed around the out-of-range electrodes, but stimulation was not as optimal as before. It was noted that a revision may be needed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the leads were explanted and a new lead was implanted on (B)(6) 2014. The generator was replaced as well, but there were no noted issues with it. The patient would get a laminectomy lead turned on (B)(6) 2014. The patient outcome was not provided. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be submitted.